Manufacturer narrative:
Product analysis: the amphiprion deep was returned to medtronic investigation lab for analysis. The device was returned coiled in the product pouch in a biohazard bag. No ancillary devices were returned. During visual inspection, kinks are noted on the catheter shaft at approx. 24cm, 91cm and 100cm distal from the distal end of the strain relief. Inspection under the microscope shows stretching of the proximal balloon bond. A 0.014¿ guidewire from the lab was front loaded via the tip and would not pass through the stretched area at the proximal balloon bond. Device was connected to a 20ml water filled syringe and flushed with no issues. Negative prep was performed, and no bubbles were noted. The balloon was attempted to be inflated to nominal pressure (7atm) and rated burst pressure (14atm) but the balloon failed to inflate due to the stretching at the proximal balloon bond. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon along with non-medtronic 6fr sheath and guidewire during procedure to treat a moderately calcified plaque lesion in the left mid peroneal artery with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length were 2.5mm and 80mm respectively. A non-medtronic inflation device was used for inflation. A contrast agent and saline mixture were used for inflation fluid. There was no damage noted to packaging. There were no issues noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon deflation difficulties occurred with the device unable to deflate at lesion site. Following that, there was difficulty removing balloon following balloon inflation. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device. It was reported that the first choice was deep2.0-80 normal expansion, and then used deep2.5-120 balloon expand normally according to the instructions. The first expansion was 2 minutes, and it was planned to withdraw the balloon. It was found that the balloon could not be deflated, and the new pressure pump was replaced. It still could not deflate. Due to the long time for balloon expansion, the physician tried to puncture the balloon with a needle. After deflating a little, it was slowly moved out of the patient's body. Due to the long expansion time, the patient developed vessel convulsions. The balloon dilated for too long to deflate, and the patient's blood vessels spasm. No additional treatments provided to treat vessel spasm. After the balloon was removed patient improved. No patient injury. Patient currently making good recovery.